Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge rapidly depleted from 70% battery life to 5% battery life. Tandem technical support reviewed pump and found the pump battery depleted from 35% to 5% within 5 minutes while charging the pump. There was no reported impact to customer's blood glucose level.